Manufacturer narrative:
Update to d9 and h3. The device was returned to olympus for inspection. The customer's report of a blurry image was not reproduced. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a blurry image during an unspecified procedure. There were no reports of patient harm.